Event description:
During a baxter site visit, it was reported that a spectrum infusion pump "gave an error alarm and turned itself off". The customer reported that they tried to turn the pump back on, and it would remain on for 5 to 10 minutes, then the pump "gave an error alarm and turned itself off". It was also reported that this occurred on the orth/neuro floor, and that there was not pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.